Event description:
It was reported that a field representative was interrogating the device and found that there had been an alert for out of range pace impedances on the left ventricular (lv) lead, connected to this cardiac resynchronization therapy pacemaker (crt-p). It appeared that the alert had occurred previously and the crt-p was interrogated and reprogrammed manually back to the bipolar configuration. The patient had already left, thus no further troubleshooting could be performed. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.